Manufacturer narrative:
The insulin pump received with blank display due to broken connector on interface board. The insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.